Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display and buttons were not responding. Customer¿s blood glucose level was 188 mg/dl. Customer reported that the display was not completely blank. Customer reported that they received the change reservoir alarm however, customer was able to clear the alarm. Customer was assisted with troubleshooting. When customer advised to monitor the insulin pump after new battery customer reported that the button was working then however, customer did not mention about display if it was resolved or not. The insulin pump will not be returned for analysis.